Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that leakage occurred from either the infusion line or the auto stockcock during a surgery. The problem was solved after replacing the pak with another one. No harm to the pt was reported. Additional info has been requested, however, a sample is not expected to return.